Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It is reported that the patient experienced recurring infusion site issues, including burning at the cannula site, swelling consistent with medication pooling of medication at infusion site and several instances of cannula dislodgement. The patient also experienced an infection after the first cannula insertion, which was treated with antibiotics. Due to nodules caused from previous cannulas there is difficulty in placing the cannula, suspected that water entry during showering, and intermittent fluid at the cannula tubing connection. No further information available.